Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that ¿. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 4/11/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome (avrt/wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation in the left atrium, the physician felt a catheter movement and the patient complained about pain. The physician thought a steam pop occurred. There was no change in the patient¿s blood pressure. About 10 minutes later, during the observation period, the patient¿s blood pressure dropped, and no heart movement contraction was observed on the fluoroscopy. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove about 400 ml of fluid from the pericardium. Patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome was fully recovered with no residual effects. The physician is unsure about the cause of the event. Transseptal puncture was performed during the case. The catheter irrigation was set within stsf recommendation, 2 mm during mapping, 8cc during ablating at 30 watts and below and 15cc while ablating at 31 watts and up. The impedance increased during the ablation from 110 to 170 ohms. The power was at 35 watts. There were no temperature increases. No char was present on the catheter when the physician removed it from the patient. No error messages were observed on any biosense webster inc. (Bwi) equipment during the case. The force visualization features that was used included: graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 3 sec, 3 gr 25% of the time. The additional filter used with the visitag was accuresp. The color option used prospectively was force time interval.